Event description:
It was reported that the user observed fluid leaking in the cartridge slot during a self-initiated supply change, consistent with a leak/splash associated with the reservoir/cartridge component; a subsequent guided supply change was performed while the user was confirmed disconnected, after which the change was successful and the user believed drops were present that were not initially noticed. Investigation of this case revealed evidence consistent with leakage at or near the seal and traced to a component-level issue in the reservoir assembly. No clinical symptoms during the event reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was component failure of the reservoir leading to leakage.